Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4).

Event description:
Clinic reported a patient who experienced recurring bilateral ulceration ~4.3 months post miradry treatment. The symptoms appeared about 2 months post-treatment. A culture was taken from the left axilla, and the results were negative. Intralesional steroid injections and wound care instructions were prescribed. However, the symptoms did not improve. At 4 months post-treatment, wound spray (mepliex ag) and silicone silver were prescribed to prevent skin to skin contact. The clinic suspected the patient has hidradenitis suppurative (a chronic skin condition) and began treatment for it.